Event description:
The event involves a patient that underwent left heart catheterization and coronary angiogram on several weeks ago. At the end of the procedure, the vascular closure device angioseal was deployed by the physician, the patient was transferred from the procedure table to the bed, pulses were intact and the patient was without discomfort. Shortly after this, the patient developed no pulse in the right leg and the right foot was pale, warm to the touch. The patient was taken to surgery for thrombectomy and repair of the right femoral artery, and tolerated the procedure well and the pulse came back right away. The patient recovered and was discharged home on within the week.